Event description:
The author of a literature article reported that following a bilateral intraocular lens (iol) implant surgery, a pt presented with a score of three (3) for glare and halos. The pt had "considerable trouble" as a result. The purpose of the article was to evaluate the outcomes of pt following toric intraocular lens (iol) implantation. No further info is expected. There are three medical device reports associated with this article. This report is for the bilaterally implanted pt, right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional info could not be obtained, as the article did not provide contact info for the author. Citation: tiago b. Ferreira, eduardo f. Marques, antonio rodrigues, robert montes-mico. Visual and optical outcomes of a diffractive multifocal toric intraocular lens j cataract refract surg 2013; 39:1029-1035. (B)(4).